Event description:
A patient reported they were not feeling stimulation. They last successfully charged 1 week prior to the call. The patient was not able to communicate with patient programmer and they were getting poor communication and reposition the antenna. Trouble shooting with the recharger could not be performed due to lack of access to the product. The patient was redirected to their healthcare provider. It was later reported that troubleshooting was attempted and they could not get either device to work. The indication for implant was post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.